Manufacturer narrative:
(B)(4). Device evaluation: analysis of the extension found the molded rubber on the extension¿s distal end was cut.

Event description:
The healthcare provider (hcp) reported the extension connector's plastic housing started to shear/be cut through. The issue occurred after the extension was placed in the extension carrier. It was stated that "as they advanced the carrier through the tunneler to lock into place, part of the extension rubbed on the entry of the tunneler and caused a cut into the plastic of the connector." A visual inspection of the extension was performed at that time and a "cut in the plastic" was observed on the connector. The extension was not implanted and was instead replaced as a result of the event and the issue was resolved. It was noted there were "no issues with the extension and no issues with impedances post-operatively." There was no surgical intervention planned or undertaken due to the event. The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.